Event description:
On (B)(6) 2025, a patient (pt) in argentina reported discomfort, redness, itching, burning, and pain in the right eye (od) while wearing an acuvue® oasys multifocal brand contact lens (cl) on (B)(6) 2025 and "felt like something in the eye." The pt was unable to remove the lens until the end of the day and noted that the lens was torn. The pt visited an eye care professional (ecp) the following day and was diagnosed with a corneal ulcer and dryness. The pt was prescribed moxifloxacin every 2 hours until (B)(6) and systane every 4 hours for hydration, and was advised to discontinue cl wear. The pt reported wearing the cl for 12 days, sleeping in cls, and replacing lenses monthly. The pt visited the ecp for follow-up on (B)(6) 2025 and stated the eye is now "better." No additional follow-up visit is scheduled. The ecp advised the pt could "resume wear after (B)(6) 2025, if eye felt good." The pt advised that a copy of the medical report would be sent via email. On (B)(6) 2025, the pt was contacted and advised the medical report is not available at this time; however, would be obtained on sunday. On (B)(6) 2025, the pt provided a copy of a prescription dated (B)(6) 2025 for moxifloxacina 1drop, every 2 hours and systane lubricating drops, every 4 hours; diagnosis corneal ulcer. On (B)(6) 2025, the pt provided a medical discharge note dated (B)(6) 2025 for corneal ulcer right eye. Attempts were made on (B)(6) 2025 to contact the treating ecp to verify the location and size of the ulcer with no success. No additional medical information has been received. A comprehensive review of the manufacturing records for lot number b015mq9 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The od suspect cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.